Event description:
End-user stated that medical attention was sought but she was unsure of the date, but the time was around 5:30pm at home. End-user contacted prodigy on 11/25/19 and when asked she stated that she did not seek any medical attention. When she called back to follow up for troubleshooting on 12/5/19 she then stated that she sought medical attention about 3 weeks ago. She was unsure of the date that she called paramedics. She stated that she tested her blood glucose and received a result of 400mg/dl. She stated that she then took an additional test and received the same result. The end-user said she then called paramedics who arrived within 20 minutes. Upon arrival paramedics tested her blood glucose with their meter and received a result of 260mg/dl. The end-user stated that she did not get any kind of treatment from paramedics. The end-user stated that she went to the hospital on her own and when she arrived her blood glucose was 58mg/dl. The end-user said she was given an IV glucose solution a bowl of cereal with milk and orange juice at the hospital. She stated that she was at the hospital for 10 hours, but she was not admitted. The end-user was treated at (B)(4) located at (B)(4). The end-user is on a sliding scale for her insulin that goes as follows humalog 3 times a day: sliding scale: 150-201mg/dl 4 units, 202-251mg/dl 6 units, 252-301mg/dl 8 units, 302-400mg/dl 12 units, above 400mg/dl call the doctor. No additional details were provided.